Event description:
It was reported that the patient experienced inadequate stimulation due to several lead impedance issues and x-ray revealed that the lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned per hospital policy.

Manufacturer narrative:
D2b: lgw - qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).